Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.

Event description:
Device issue: stent loose on delivery balloon. Time of device issue: during the procedure. Adverse event: none. It was reported that after pre-dilatation, the vision stent was advanced toward the mild tortuous and heavily calcified mid left anterior descending artery (lad); however, when the device was being positioned, the stent moved distally and slightly on the balloon. The stent remained on the balloon and was implanted at the target site without difficulty. The stent was also post-dilated with the stent delivery system (sds) balloon and the procedure was completed. There were no reported adverse pt effects. No additional info was provided.